Manufacturer narrative:
Per tandem¿s user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer went swimming with the pump. The customer reloaded the cartridge to address the event. There was no reported impact to customer's blood glucose.